Event description:
Pt was admitted to ICU after sustaining greater than 95% tbsa flame burn on 12/04/93. Placed on cvvhd 12/24/93 using the pump and flat plate dialyzer. On 1/11/94, filter had a substantial blood leak for one hour (greater than 200 cc total blood loss). Pt required therapeutic blood transfusion. Bleeding came from header at top of cell.